Event description:
It was reported that the device had a charge time of 17.7 seconds and a charge circuit timeout occurred. The device battery voltage was 2.61 volts which was end of life (eol). The patient had refused to come into the office earlier and acknowledged that the device was beeping for months. The device was explanted and replaced with normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Testing and evaluation demonstrated normal operation with typical current drain levels and functionality. With the hybrid powered by an external supply, full energy charge and deliveries were successful with nominal charge times. No hybrid anomalies were found. Based on the destructive analysis results, no internal short occurred in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: 4068-52 implantable pacing lead, (B)(6) 1998. (B)(4).